Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In the opinion of the physician, the cause of death was cardiac arrest secondary to coronary perforation the physician also mentioned the patient had multiple pre-existing cardiac risk factors. The severe calcium was a contributing cause to the perforation event in the opinion of the physician. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
Orbital atherectomy was selected for treatment of a heavily calcified 4mm lesion in the circumflex artery. The diamondback coronary orbital atherectomy device (oad) was operated on low and high speed, with imaging performed between each treatment pass. The oad was removed, and an intravascular ultrasound revealed calcium was still present. The oad was re-inserted for additional treatment. One low-speed, distal to proximal treatment pass was performed followed by a high-speed treatment. The patient complained of chest pain and became hypotensive. Imaging revealed a perforation, and the oad was removed. An angioplasty balloon was inserted, and cardiopulmonary resuscitation (CPR) was administered. Several balloons ruptured during inflations due to heavy calcium burden. Extracorporeal membrane oxygenation was unsuccessful,. And after one hour of CPR the patient expired.